Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device has been returned for evaluation. The investigation is inconclusive for failure to aspirate. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8806061 port and catheter allegedly experienced a suction problem. This report was received from one source. The device was used inside of the patient, with no reported patient injury. The patient involved is a 50 year-old female, of 50 kgs.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8806061 port and catheter allegedly experienced a failure to infuse. This report was received from one source. The device was used inside of the patient, with no reported patient injury. The patient involved is a fifty year-old female, of fifty kgs.

Manufacturer narrative:
H10: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. This is the only complaint that has been reported for this corporate lot number to date. The device returned was one powerport isp MRI implantable port with 6 fr s/l polyurethane catheter kit. The sample showed to be the port, detached 19.9 cm in length interim tubing, and detached 2 sets of j-tip guidewires and with sheath and straighteners and with the rest of the device missing. Gross examination showed multiple access to the port septum. The sample was freely patent to infusion and aspiration (also with water) and no leaks were observed even under increased hydraulic pressure. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device for the one reported event is expected to be returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 8806061 port and catheter allegedly experienced a failure to infuse. This report was received from one source. The device was used inside of the patient, with no reported patient injury. The patient involved is a (B)(6) year-old female.